Event description:
The patient tested blood glucose with the suspect device and it was 158 mg/dl. Pt took 6 units of regular insulin. Pt tested blod glucose 4 hours later on another suspect device and it was 78mg/dl. Pt took 2 units of "long acting insulin", and later passed out. Pt's husband gaver her glucose tablets and orange juice.